Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device exhibited phantom touches due to the screen being cleaned with disinfecting chemicals. Additional notes from the nurse stated that patient had a drop in urine output from 0200 to 0400 that had otherwise been adequate (80s to single digits). Nurse released the catheter from the urometer, checked for flow multiple times and did my best to position the catheter for optimum forward flow at least twice during this time. One issue was that the catheter tubing had to go up over the bedside rail tubing length which they already know was an ongoing issue. Nurse again took the catheter tubing out of the urometer for a turn at 0500. It was clear there was some urine flowing into the bag while it was out of the monitor and nurse was hoping the urometer would recognize this volume once reattached. The device did not detect the additional volume like they have seen happen before. Also, it was incorrectly measuring the total volume as 0 percent even though there was clearly volume still in the bag. Nurse then removed the tubing, emptied the bag which had about 350ml of urine and replaced it and resume monitoring. It then correctly said 0 percent, but the bag started filling up with more urine while it was stabilizing and did not detect it. Once it stabilized, it still said there was no extra output. Nurse again removed the tubing and emptied the bag for an additional 250ml of urine output that it missed to detect the urine output. Once the tubing was replaced, detected, and resumed, device started tracking urine and the volume appeared accurate. Per follow up information received on 01mar2022, the issue sighted was managed and resolved onsite.

Event description:
It was reported that the sensica device exhibited phantom touches due to the screen being cleaned with disinfecting chemicals. Additional notes from the nurse stated that patient had a drop in urine output from 0200 to 0400 that had otherwise been adequate (80s to single digits). Nurse released the catheter from the urometer, checked for flow multiple times and did my best to position the catheter for optimum forward flow at least twice during this time. One issue was that the catheter tubing had to go up over the bedside rail tubing length which they already know was an ongoing issue. Nurse again took the catheter tubing out of the urometer for a turn at 0500. It was clear there was some urine flowing into the bag while it was out of the monitor and nurse was hoping the urometer would recognize this volume once reattached. The device did not detect the additional volume like they have seen happen before. Also, it was incorrectly measuring the total volume as 0 percent even though there was clearly volume still in the bag. Nurse then removed the tubing, emptied the bag which had about 350ml of urine and replaced it and resume monitoring. It then correctly said 0 percent, but the bag started filling up with more urine while it was stabilizing and did not detect it. Once it stabilized, it still said there was no extra output. Nurse again removed the tubing and emptied the bag for an additional 250ml of urine output that it missed to detect the urine output. Once the tubing was replaced, detected, and resumed, device started tracking urine and the volume appeared accurate.per follow up information received on 01mar2022, the issue sighted was managed and resolved onsite.

Manufacturer narrative:
The reported issue was confirmed design related. The root cause of the reported issue is being investigated under CAPA. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. The device was not returned.